Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an unruptured saccular large aneurysm measuring 11mm x 4mm in the left choroidal artery. During the procedure, it was reported that two pipelines opened fine and landed in the mca (middle cerebral artery). As the devices came around the terminus into the carotid, neither of the devices would open completely despite common deployment techniques. The first pipeline was snared from the patient without issues and the second device was corked and removed from the patient without issues. No injury was reported with the patient as a result of the procedure. Same event as MDR #2029214-2013-00758.